Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead impedance was unstable and undefined. The physician checked the connection and it seemed normal. When tested with the analyzer the measurements were stable and after reconnection with the device the measurements were unstable. The physician decided to cap and replace the right ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.